Event description:
It was reported that there was an issue with the connection between camera and screen. It freezes and then blacks out. It happened mid intubation. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the technical inspection confirmed the fault description reported by the customer. The following faults were identified: loose connection on the cable. The cause of the fault described by the customer and our technical investigation revealed that the cable was bent too sharply due to improper use during preparation or application, or possibly a device tower was driven over the cable, damaging the cable and causing a loose connection. This event is filed under internal complaint ID (B)(4).